Manufacturer narrative:
The ge service rep performed an over the phone eval. The customer was instructed in how to reset the system. The customer reports that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system is showing the (B)(4) screen message and requesting they press f4 to continue. No pt injury was reported.